Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the helix stretched. Tissue is visible on helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed falling and low pacing impedance. On x-ray and fluoroscopy, the physician noted all slack gone on the lead and the implantable cardioverter defibrillator (ICD) had flipped or turned in pocket. The physician also believed the lead helix was ¿pulled or stretched.¿ they considered possible over activity of patient as possible explanation but was not certain. A lead revision procedure was conducted, and the physician stated they were not able to get the lead helix to retract and the lead was pulled from the myocardium. The lead was removed and replaced. The device remains in use. No further patient complications have been reported as a result of this event.